Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the event involved a male patient while in the cardiac care surgical unit (ccsu) during use. At approximately 7 pm on (B)(6) 2013, the vascular surgeon inserted the intra-aortic balloon (iab) through the sheath via right groin without difficulty or alarms. In the morning ((B)(6) 2013) the pump (s/n (B)(4)) began having high pressure alarms. The patient sat up at approximately 4 am and the waveform became bad. They continued to have problems and around 8 am blood was observed in the tubing. The vascular surgeon (vs) was called to be alerted that the iab needed to be removed. It was attempted to be removed at the bedside. The iab was partially removed, but then became stuck. The patient was taken to the operating room (or) by the vs and the entire iab was removed successfully. The vs observed the distal portion of the iab was severed. The patient coded twice in the operating room and was successfully resuscitated. As a result, the vs inserted a new iab (rediguard-iab-s840c) at approximately 12 noon via the left groin (opposite insertion site) successfully. There was no report of patient death, complications or injury. There was delay or interruption in therapy noted. The patient outcome is the patient is doing okay. The patient was transferred into the cardiac intensive care unit (cicu) and was eventually moved to the floor on (B)(6) 2013. The pump has been sent to the biomedical engineering department. Additional information received on (B)(4) 2013 from the sales representative stated that there was a total of 4 1/2 hour interruption or delay in therapy. However, this included from the time the decision was made to remove the iab, surgical removal of the iab, patient coded 3 times, the decision to insert another iab and the time to prep and insert a new iab successfully. An update received from the sales representative on (B)(4) 2013 stated that the reason for the long delay or interruption in therapy was partially due to the fact that the person removing the iab was not the person who normally inserts. The cardiologist could not get there until noon.